Event description:
It was reported that the patient underwent a left knee arthroscopy approximately seven (7) months post-operatively to address patellar clunk and a catching feeling. During the arthroscopy, synovitis and fibrous tissue at the superior pole of the patella were identified and appeared to be engaging with the box of the femur and was scarred through the medial gutter. A synovectomy was performed, and scar tissue was removed without complication. Initial operative notes noted no intraoperative complications. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Concomitant devices - persona all poly patella cemented 32mm catalog #: 42540000032 lot #: 64208861, persona posterior stabilized narrow cemented femoral component left size 8 catalog #: 42500006401 lot #: 64068776, persona posterior stabilized articular surface left 12mm catalog #: 42512600512 lot #: 63996687, persona cemented stemmed tibial component left size d catalog #: 42532006701 lot #: 64072823, unknown palacos bone cement catalog #: ni lot #: ni. The synovial membrane (synovium) encloses each joint and secretes fluid to allow joints to move freely. When the synovium is irritated by debris or pathogens, it over-secrets fluid causing local pain/tenderness, inflammation, swelling, and warmth, often resulting in mobility difficulties. Synovitis is treated with steroid injections to reduce the pain and inflammation or by arthroscopic or open synovectomy. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure-related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. Based on the information provided, the root cause of the reported event is determined to be unrelated to the implanted zimmer biomet devices. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0002648920-2023-00071; 3007963827-2023-00080; 3007963827-2023-00081; 3007963827-2023-00082; reported event is unrelated to device.